Event description:
It was reported liquid crystal display bleed, case, and lens damage during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed missing rear top label. During functional check, the reported complaint was duplicated. Liquid crystal display bleed, case and lens damage issue found during the investigation. Both rear and front housing and lens were damaged. Root cause was found to be customer generated. Replaced liquid crystal display, rear and front housing assembly and lens.